Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymph issues, changes in fluid around the implant, and has concerns with the product due to recall.

Event description:
Patient contact reported that the patient is having lymph issues, changes in fluid around the implant, and has concerns with the product due to recall. This record is for the right side.